Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing pain and swelling at her ipg site due to infection. The patient underwent surgical intervention where her ipg was removed. She is currently home and being treated with oral antibiotics (clindamycin) for the infection.

Event description:
Follow up information identified the patient's infection has resolved.